Manufacturer narrative:
After further review of additional information received, date received by MFR. And evaluation codes have been updated accordingly. As reported, a 5x100mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was inserted and a pre dilatation was attempted to perform. However, it ruptured at five to six (5-6) atmosphere pressures (atm). The leakage of contrast was confirmed. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. Initially, a contralateral approach was made. A 0.035 guidewire was crossed the lesion. The device was not returned for analysis. A device history record (DHR) review of lot 17294564 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17294564) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a power flex pro pta balloon catheter (5mm10cm 135) was inserted and a pre dilatation was attempted to perform. However, it ruptured at 5-6 atmosphere pressure (atm). The leakage of contrast was confirmed. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. Initially, a contralateral approach was made. A 035 guidewire was crossed the lesion.